Event description:
It was reported that in 2004, during a procedure on an lad distal lesion, the stent became lost in the proximal part of the lad, before the stent delivery system (sds) was in place in the lesion. Attempts to remove the stent were unsuccessful; therefore, the decision was made to compress the stent to the vessel wall by inflating a balloon catheter. Twelve (12) days later, the pt was hospitalized in emergency for a revascularization due to an occlusion of the lad where the stent had been left, which was successful. The pt remains in the hosp for a possible CABG.